Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit was going into standby. There was no harm reported to the patient.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer fse was dispatched to the site and evaluated the unit. He founds that the unit was going into standby due to unsuccessful auto fills at 2 hour intervals. Logs indicate that the wrong catheter extender was being used. Then he replaced the cable and completed full testing and calibration with no issues. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.